Manufacturer narrative:
Corrected data: medical device problem code.

Event description:
Additional information received indicates that surgical intervention took place on 06sep2023 wherein the lead was explanted and replace with a new lead to address the issue. Reportedly, adequate coverage was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ipg revision it was noted that the lead had high impedance. The patient does not have therapy. As such, surgical intervention may take place at a later date to address the issue.